Event description:
User experienced high calcium recovery for controls and patient samples. User said they had three patient samples that were out of normal range high and were sent out to a reference lab for confirmation. Repeat results are from the reference lab - date of testing and analyzer/method used was not provided. Samples are all sst tiger top tubes and spun at 3400 rpm for 15 minutes at the customer site. Sample 1, initial result gave 10.4; repeat gave 9.9 mg per dl. Sample 2, initial result gave 10.5; repeat gave 9.6 mg per dl. User said the calcium result of 10.5 mg/dl had been reported out and no corrected report will be issued. This has been decided by their qa director, based on the degree and range of error. Sample 3, sample collected on (B)(6)2009 initially gave 11.8; repeat gave 9.6 mg per dl. The sample was repeated again on (B)(6)2009 by original analyzer giving 9.6 mg per dl. User said the calcium result of 11.8 mg per dl had been reported out and she has issued a corrected report. User obtained information that this patient was not treated based on the erroneous result reported. Other patients run are in normal range and testing was not repeated. No adverse events were reported. If additional information is received. Appropriate notification will be provided.